Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ + demi syringes had silicone-like foreign matter on the needles. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd micro-fine¿ + demi syringes had silicone-like foreign matter on the needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (50) 3/10cc, 8mm, 30g syringes (10 in an open poly bag, 40 in sealed poly bags) with the shelf carton from lot # 4339996. Customer state that the needles are covered in some kind of silicone. All samples from the open poly bag as well as 20 samples from sealed poly bags were examined and 9 out of 10 samples from the open poly bag and 6 out of 20 samples from the sealed poly bags exhibited hard, clear material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely cured adhesive on the cannula. Samples will be forwarded to manufacturing (holdrege) on 21sep2018 for further review. On 25sep2018, holdrege received fifty (50) 0.3ml, 8mm, 30g syringes, 30 in unopened polybags and 20 with opened polybags from batch# 4339996. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Per ftir analysis performed at franklin lakes, the material is likely to be adhesive cured on the exterior of the cannula. Probable root cause for adhesive on the cannula is likely to be that the adhesive was transferred from the o-ring onto the cannula during manufacturing. On the needle lines, as the hub is cannulated, a rubber o-ring exercises the cannula within the hub, to evenly distribute the adhesive along the portion of the cannula that is to be cured (affixed) within the hub. If adhesive splatters or makes its way onto the o-ring, this adhesive can then be transferred to subsequent cannula without being noted. This type of event would be caught at the time of inspection of the o-rings, however, a number of parts could be impacted in-between inspections. CAPA 91661 was initiated by the holdrege plant to address adhesive run-over on the needle lines and the associated root cause(s). Batch# 4339996 was manufactured prior to initiation of this CAPA. A review of the device history record was completed for batch # 4339996 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200615165] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle foreign matter on needle on lot # 4339996. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.